Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device was connected to the ventilator. An airflow sound was heard and the ventilator alarmed. The balloon was found to be leaking after the inspection. The device was removed and the intubation was delayed; and the tube was placed again. It caused a secondary injury which lead to re-catheterization. Reintubation required.